Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -10.0/+0.5/11 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: "on (B)(6) 2022, the lens was replaced with a different model/longer length lens and the problem was resolved. The status of the eye was reported as "all fine" and "patient is happy". The cause of the event was unknown." Claim# (B)(4).